Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation noted evidence indicating difficulty may have been encountered fully inserting an the lead into the header of this device, resulting in the reported clinical observations. Please refer to the event description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) alerted for shock impedance greater than 200 ohms in the triad configuration. The shock impedance at implant of the crt-d (normal device replacement procedure) was 42 ohms. The proximal defibrillation coil was programmed off and the shock vector was reprogrammed unipolar from the distal defibrillation coil to the crt-d. The impedance in this configuration was normal. Both the crt-d and right ventricular lead remain in service at this time and no adverse patient effects were reported. It was additionally reported that the patient underwent revision of the crt-d pocket due to scar tissue. The device was moved to a sub-pectoral position on the same side and during the revision it was also discovered that the pin of the proximal defibrillation coil was loose in the crt-d header. It was re-inserted and subsequent shock impedance testing was normal, at 46 ohms. No additional adverse patient effects were reported.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) alerted for shock impedance greater than 200 ohms in the triad configuration. The shock impedance at implant of the crt-d (normal device replacement procedure) was 42 ohms. The proximal defibrillation coil was programmed off and the shock vector was reprogrammed unipolar from the distal defibrillation coil to the crt-d. The impedance in this configuration was normal. Both the crt-d and right ventricular lead remain in service at this time and no adverse patient effects were reported.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) alerted for shock impedance greater than 200 ohms in the triad configuration. The shock impedance at implant of the crt-d (normal device replacement procedure) was 42 ohms. The proximal defibrillation coil was programmed off and the shock vector was reprogrammed unipolar from the distal defibrillation coil to the crt-d. The impedance in this configuration was normal. Both the crt-d and right ventricular lead remain in service at this time and no adverse patient effects were reported. It was additionally reported that the patient underwent revision of the crt-d pocket due to scar tissue. The device was moved to a sub-pectoral position on the same side and during the revision it was also discovered that the pin of the proximal defibrillation coil was loose in the crt-d header. It was re-inserted and subsequent shock impedance testing was normal, at 46 ohms. No additional adverse patient effects were reported.